Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on battery side and warm up not started. Customer reported hypoglycemia of 43 mg/dl and was treated with glucose. The event involved product(s) mmt-7040ma, mmt-431aj, mmt-1884l, mmt-342. Troubleshooting was performed and customer was using the insulin pump within 48 hours of the reported event. Auto mode feature was active at the time of the event. Customer was advised to replace pump. No further patient complications were reported. The customer will discontinue to use the device and mmt-1884l will be returned for analysis. Product return for mmt-7040ma is not expected. Product return for mmt-431aj is not expected. Product return for mmt-342 is not expected. Frn-mmt-342-rsvr, unomed set, ozp-mmt-7040ma-snsr.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump was programmed and monitored for 1 day. No unexpected audio/beep anomaly or unexpected pump alarms/alerts noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, warm up anomaly, calibration anomaly, lost sensor alarm or sensor updating alert noted. The pump was received with cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 22-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 22-dec-2025 in the pump history file and found 1 lost sensor alert on 12/22/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump history file lists data on 11/13/2025 to 01/01/2026. Unable to perform the history review 2 days prior to the event dates 27-sep-2025 (related svn (B)(4)) and 15-oct-2025 (related svn (B)(4)) in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Damage- cracked case battery tube confirmed at the back of the pump. Pump/sensor anomaly (warm up anomaly) not confirmed. Alarm-audio/vibrate anomaly/absence of alarm not confirmed (related svn (B)(4)). Alarm not confirmed (related svn (B)(4)). No communication-between pump & xmtr (lost sensor alarm or sensor updating alert) not confirmed (related svn (b(4)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.